Event description:
Nurse heard a beep from pt room and entered to find the ventilator was not working and appeared to be off, no lights on, nothing on screen. The pt was bagged and ventilator replaced. No adverse effect buffered.